Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the physician attempted to reposition the lead. However, due to the patient's anatomy, difficulty was encountered in removing the lead, and the insulation was damaged as a result. The lead was not used, and another lead was implanted. No patient complications have been reported as a result of this event.